Event description:
During preparation and pre-use examination of a diagnostic catheter, the yellow pigtail straightener was checked and the diagnostic guidewire was inserted through the catheter to feel for anomalies. The distal end of the wire came out of the side of the catheter at the end of the braided section, instead of the end-hole. The physician found that the distal end of the catheter was opened up a the fuse and nearly separated. The product was not used in the patient.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.